Event description:
Info rec'd indicates that the pt has been on ECMO as a "bridge to transplant." After 7 weeks, the bio-probe started leaking blood and required emergent change-out. The pt was without ECMO support while the probe was changed out. It was reported that the bio-probe was in contact with alcohol shortly before the leak occurred. The pt ultimately did have transplant surgery but rejected the heart and expired (dates not provided).

Manufacturer narrative:
H6: device history review. Device history review found the product met specifications when released for distribution. H3: analysis: a visual inspection of the returned product shows several stress cracks located on the body, the flange area, and at the port/body interface of the device. The cracks in the device were the source of the leakage. The damage observed is consistent with that seen when this product is subjected to alcohol, which was the reported event. Product labeling specifically warns against using alcohol or alcohol-based fluids on any surface of the device. Conclusion: operational context contributed to the event. The reported death was related to heart transplant rejection, and not the reported event.